Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, while the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was being set up during preparation, an air leak occurred at the connection between the catheter section and the mac-loc of the section of the device. The user changed to a new device, and no further issues were encountered. No patient contact occurred; accordingly, no patient adverse events resulted from the product problem. The complaint device is reportedly available for return, but as of the date of this report, it has not yet been received for evaluation.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, trends and visual inspection/functional testing/dimensional verification of the device was conducted during the investigation. One 8.5fr drainage catheter was returned with a metal stiffening cannula inserted. No trocar or stylet was returned. No damage noted to either returned component. A residue was noted on the tip of the catheter, possibly from handling of the device. Unclear whether product was used or opened and unused. The locking mechanism was in the unlocked position upon return. The catheter tubing was tugged and it felt secure. Similarly, the cap was twisted and felt secure. The catheter was leak tested by clamping the distal end of the tubing and hand injecting room temperature tap water using a 20cc syringe. A leak was noted at the distal end of the cap, between the cap and the catheter. The connector cap inner diameter and catheter tube outer diameter were found to be within the manufacturer's manufacturing specification. The flare diameter was found to be out of specification, but could have been damaged during separation. The number of threads between the mac-loc and cap was found to be out of the manufacturer's manufacturing specification. The complaint has been confirmed through tabletop testing. Additionally, a document based investigation evaluation was performed. Device history record review of the main work order and sub-assembly work orders showed no non-conformances that are likely to be related to this complaint as all devices with nonconformances were scrapped. Additionally, a search of the manufacturer's complaint database revealed no other complaints associated with lot 8310688. Based on the information provided, device evaluation, and the results of our investigation, the root cause has been determined as a manufacturing error. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.